Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient experienced elevated blood glucose levels prior to noticing an insulin leak in cartridge chamber. When extracting cartridge, she noticed that chamber was wet inside with insulin. No adverse event alleged. A request was made for the return of the device. Lot not provided. Device not available for return.